Manufacturer narrative:
The received medwatch did not provide any information to identify which ltv ventilator was involved, so as a precaution, the medwatch has been applied to each of the reported complaints by the customer, but it is understood that there was only one patient involved incident. Any additional information provided by the customer will be included in a follow up report. (B)(4). The customer reported that the ventilator was evaluated on site by the hospital's biomedical department. The ventilator did alarm ventilator inoperable (inop), as it should have, and was unable to silence. The ventilator operating from internal battery with a full charge operated for 11-15 minutes. The unit then showed "low battery" as expected, but only for about 30 seconds to 1 minute. The unit alarmed battery empty and within the next minute powered down completely. At this time, carefusion has not received the suspect device/component for evaluation. Based on the customer's reported information, it is suspected that the customer's off-label use of the device is contributing to the reported issue. Per the manufacturer's instructions for use, an external battery source is required when using the ventilator when performing a transport of a patient. The customer's reported details indicate that they were only utilizing the internal battery of the device during transports.

Event description:
It was reported to carefusion that model lap top ventilator 1200 was unplugged, placed on a patient for transport and immediately alarmed ventilator inoperable (inop). The customer reported that they believe the internal battery was not maintaining a full charge and contributed to the event. At this time, it is unknown if there was any patient harm or injury associated with the reported event.

Manufacturer narrative:
Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. The ventilator failed 40 minute battery duration test from the lap top ventilator service manual. The internal battery lasted 36 minutes. The ventilator passed 98 hours extended tests at the customer's settings. The internal battery was replaced and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.